Event description:
Sl broviac allegedly burst close to the hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.8fr s/l broviac catheter. Gross inspection of the sample revealed abundant usage residues throughout the sample. The clamping over-sleeve markings were entirely worn. The catheter terminated 4cm distal of the over-sleeve. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. A diagonally aligned split was observed 0.4 cm distal of the crimp collar. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patient to infusion, however, a spraying leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed clamping impressions throughout the over-sleeve, including in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The split had occurred in the vicinity of the distal end of the luer hub stern. The split was typical of damage caused by engaging the clamp outside of the "clamp here" region, adjacent to the crimp collar. This pinches the silicone catheter material between the harder material of the clamp and the luer hub stern, resulting in catheter damage. The IFU states "always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent in the connector."

Event description:
St. Broviac allegedly burst close to the hub.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt product, or procedural details to bard. The device has not een returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.